Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged after implant. The rv lead was explanted and replaced twelve days after implant. No patient complications have been reported as a result of this event.